Event description:
A customer reported a complaint of high readings on a blood glucose meter. The following readings obtained on the meter were compared with laboratory readings. Each of the comparisons were performed within a 10 min timeframe. Adc meter (mmol/dl) 3.4, 3.4, 3.5, 4, 4.9; laboratory (mmol/dl) 1.7, 2.3, 2.5, 2.8, 3.7. When plotting each of the readings against each other on a parkes error grid, the results fall in the `c' zone which shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
F/u report will be filed if product is returned for eval.